Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of inability to remote the wire from the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and was bunched up with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to the bunching up of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the guidewire was attempted to be removed from the left ventricular (lv) lead but was unsuccessful. Moreover, it was also observed that the connector pin of the lv lead was fractured. A new lv lead was used to resolve the event. The patient was stable with no consequences.